Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, the patient (pt) was on bipella support, and had ectopy unrelated to impella. The patient had renal dysfunction and was on dialysis. This was attributed to continuous renal replacement therapy and electrolyte imbalance according to the physician. On (B)(6) 2025 however, dialysis clotted off, blood was not returned and became hypotensive. Epinephrine started yesterday during all of this. The pump was explanted on (B)(6) 2025.

Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was returned for investigation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.